Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l3 burst fracture; and underwent lumbar anterior vertebral body replacement at l2-l4. Intra-op, when trying to connect the retractor to the alleged product, the flexible arm was loose even though the lever of the lower arm part of the rigid flexible arm was tightened. When turning the lever after it idled, the lever got stuck and became unable to move any more. The lever was turned to the original condition using a hammer but the idling condition did not improve. Hence, the use of the flexible arm was abandoned, and the operation was finished by using a retractor owned by the facility as a substitute for the alleged product. There was a delay of less than 60 minutes as a result of this event. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw will no longer thread in or out. The handle appears to be jammed inside the loosening/tightening mechanism inside the joint/knuckle of the instrument. If information is provided in the future, a supplemental report will be issued.